Event description:
It was reported that the device reached premature elective replacement indicator due to high outputs on the left ventricular (lv) lead. The lv lead threshold had been variable. The device was explanted and replaced. The lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6949, implantable defibrillation lead, (B)(6) 2006; 5076, implantable pacing lead, (B)(6) 2006. (B)(4).